Manufacturer narrative:
Result code(s): (operational problem) : visual inspection of the returned product found the lens optic torn, and one loop haptic was bent. The lens was returned dry and there was traces of clear surgical residue on the optic surface. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, and product evaluation a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No: lens not returned. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon was inserting the aq2010v silicone three piece lens +08.0 diopter and the haptic was noted to be damaged. There was no patient contact with the lens, only the cartridge. No patient injury. Due to technician error.